Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device was received with no button response due to corroded keypad traces. Unable to perform the self test and displacement test due to no button response. No stuck button alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that if they left the battery screwed in the insulin pump had a blank screen but if they unscrewed it, a button has been pushed for too long alarms. It wont let them clear it and it keeps alarming. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.